Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during the inspection in sterile processing department, three depth gauges were all broken. The metal measuring portion has broken off where it meets the black calibrated portion. The three modular mini frags were used on (B)(6) 2021. No patient or procedure involvement. This complaint involves three (3) devices. This report is for (1) depth gauge for 2.0mm and 2.4mm screws. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary ==> product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: visual inspection: the depth gauge f/scr ø2+2.4 meas-range up-t (p/n: 319.006, lot number: h873104) was received at juarez pal. Visual examination of the returned device found the needle broke off. No other product defect were identified. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Complaint relevant dimensions cannot be taken. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the overall complaint was confirmed for the received device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 319.006, synthes lot # h873104, supplier lot # h873104, release to warehouse date: 18 jun2020, 26 jun2020, supplier: (B)(4). No ncrs were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.